Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 15th july, 2020, getinge became aware of the customer allegation pointing to sterilizer, 422hc, being out of the service as the door would not seal. The initial troubleshooting performed by the getinge service technician revealed a need for water to ejector and steam to gasket solenoid valve replacement. On 8th august, 2020, a getinge service personnel arrived on site and performed all necessary replacements of the sterilizer¿s parts and were able to address the problem with unsealed door. During the repair, the technician noticed a steam leaking passed the facility shutoff valve (part of the not getinge branded steam supply system), which as a result, created a burn hazard; two technicians sustained a superficial burns, which did not require any medical intervention. The facility maintenance director was advised about failing valve, and no information about repair of the system was received since. With the information received to date, we conclude that the getinge device did not directly cause any harm, however it may have contributed to the adverse outcome as described above. Therefore, we decided to report this case to competent authorities in abundance of caution.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of the customer allegation pointing to sterilizer, 422hc, being out of the service as the door would not seal. The initial troubleshooting performed by the getinge service technician revealed a need for water to ejector and steam to gasket solenoid valve replacement. On 8th august, 2020 a getinge service personnel arrived on site and performed all necessary replacements of the sterilizer¿s parts and were able to address the problem with unsealed door. During the repair, the technician noticed a steam leaking passed the facility shutoff valve (part of the not getinge branded steam supply system) which, as a result, created a burn hazard ¿ two technicians sustained a superficial burns, which did not require any medical intervention. With the information received to date, we conclude that the getinge device did not directly cause any harm, however it may be considered to have contributed to the adverse outcome as described above, as it was nearby. Per our investigation it turns out the issue was caused by a third party device installed nearby. Therefore, we decided to report this case to competent authorities in abundance of caution. When reviewing reportable events for this type of issues we were able to establish that the received incident is the first one registered in getinge complaint handling systems of its kind. Fortunately, the event has not led to serious injury or worse. When the event occurred, the device did not meet its specification as it was in need of repair for what turned out to be unrelated issues, however there is no relation established between the repair to the sterilizer and the faulty customer valve. The device was not being used for patient treatment when the event took place. Based on the performed root cause analysis we conclude that the superficial burns that were received by service technician are not related directly to any getinge sterilizer malfunction. Rather it has come forward that the steam shut off valve that failed and caused the event is part of the customer steam installation. Getinge is not able to determine root cause of the customer's valve failure. We have established that there is no relation between repair activities to the sterilizer and the faulty customer valve. We currently do not have any information that would warrant further action towards the devices, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.